Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00687. Concomitant medical products: item#: 407393, comp broach extractor tool; lot#: 674810. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was trying to remove the comprehensive broach from the patient's humerus using the extraction tool and while using the slap hammer the extraction tool fractured. Another instrument was brought into the room to use and that one broke as well. No foreign body was retain no report of any harm to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00687-1. Visual examination of the returned product identified the tip has fractured and not all the pieces were returned. Light scratches, fading etches, and some discoloration on the knurl area were also found. The device/packaging was submitted for further analysis. Sem analysis determined the fracture surface artifacts showed evidence of river lines artifacts which suggest bending overload mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.